Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. It was notpossible to determine if the message displayed on the screen for the physician when the report was first read and saved. Unity investigation showed the database was updated but the report did not upload to the server. The audit trail showed the exam was read, approved and saved. Station logs were not available for review as they had truncated. The exam was re-read by the physician. Due to the station log information being unavailable, no further investigation will be performed for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2018, a pacs administrator reported they were attempting to finish a stat report however, the system will not allow them to finish reading. The customer reported that the system displayed an error that 'object not found'. Merge healthcare technical support investigated the customer's allegation and the system logs showed that the exam was read and approved on (B)(6) 2018, however, the exam report failed to upload to the image server. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. (B)(4).